Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead remains in use, however an epicardial lead was placed in case the fractured lead needs to be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).